Manufacturer narrative:
Concomitant medical products: product ID: 37601, serial# (B)(4), product type: implantable neurostimulator. (B)(4).

Event description:
Additional information received from the manufacturer representative (rep) reported that the twisting occurred during normal usage at implant. The healthcare provider (hcp) was holding the sides of the extension per labeling, but the set screw still twisted.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot#: va0xbsv, implanted: (B)(6) 2015, product type: lead. Product ID: neu_ins_stimulator, serial# unknown, product type: implantable neurostimulator. (B)(4).

Event description:
The healthcare provider (hcp) reported via a manufacturer representative (rep) that during stage 2 the set screw twisted in the connector block while the lead was being connected to the extension. All of the impedances were fine, so the surgeon left it as it was. The surgeon was concerned that removing the extension and replacing it could damage the lead further. There was no additional actions taken and the patient was alive with no injury. The patient's indications for use were dystonia and movement disorders. The cause of the extension block twisting was not reported, so additional information was requested. If additional information is received a supplemental report will be sent.